Manufacturer narrative:
Information received from follow up obtained from event with regulatory report: 2182208-2017-01043. Referenced article: impact of substrate modification by catheter ablation on implantable cardioverter-defibrillator interventions in patients with unstable ventricular arrhythmias and coronary artery disease: results from the multicenter randomized controlled sms (substrate modification study). Circulation: arrhythmia and electrophysiology. 2017; 10(3). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Follow up information was received which indicated one patient experienced inappropriate therapy while at rest. It was noted that the shocks were caused by a damaged/warped right ventricular (rv) lead. The lead was explanted and replaced. The patient was enrolled in the substrate modification study. No further patient complications have been reported as a result of this event.